Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had no alarms and was in fill 3 of 3 on a home choice (hc), when he disconnected and reconnected the cassette line. The hp realized the bag on the heater was empty and the supply bag had fluid. Then the hp disconnected/reconnected the cassette lines. The technical service representative (tsr) explained, assisted to end therapy and advised to let the registered nurse (rn) know that the hp switched the cassette lines during therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.